Event description:
This report is to advise of dilator skiving noted during analysis.

Manufacturer narrative:
One 10f fast-cath introducer sheath and dilator were received for evaluation. No visual anomalies were noted on the sheath; however, the dilator distal tip had been cut and appeared skived. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator tip damage remains unknown.